Manufacturer narrative:
(B)(4). The customer reported that the device ready for use indicator presented a red x and chirp. The philips customer repair center (crc) subsequently found that an add'l symptom associated with this report was that the device would hang during the boot process and therefore, not fully powered up for use. There was no report of pt involvement or adverse pt impact. Philips evaluated the device, confirmed the hang malfunction, and resolved the malfunction by replacing the processor pca.

Event description:
The customer reported that the device ready for use indicator presented a red x and chirp.